Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer¿s current blood glucose value was 127 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer was using auto mode at the time of incident. Customer stated auto mode was automatically delivering insulin. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleging insulin pump was over delivering. No further complications were reported. The customer will continue to use the device.